Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a proglide device after an unspecified interventional procedure. The arteriotomy was 6fr. Reportedly, a cuff miss was noticed with 2 proglide devices. The proglide devices were removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.